Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that does not function, "no funciona". This condition was found in the biomed department. It is unknown when this event occurred. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flogard infusion pump with pump that does not function,"no funciona" due to a visual physical damage on the door assy(latch area). The customer reported problem was confirmed and duplicated by baxter personnel. A qe has reviewed the service evaluation and has determined that fg.117 door confirms the reported condition. The root cause of this condition was determined to be door latch/door handle: area - cracks. The pump head door, occlusion detectors and the door latch were replaced to correct this condition. Should additional information be received a follow-up medwatch will be submitted. Additional information: a device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed during previous service on (B)(4) 2008 for "does not function" a damaged door was observed during service and the door assembly was replaced. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.